Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broke. H10:investigation result the fiber was returned broken, confirming the complaint. The broken piece measured approximately 234.7 cm from the break to the tip. The remainder of the fiber, including the connector, was not returned. The condition of the returned device confirmed that the fiber was broken along the body. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:34 pm CT. The report number is being corrected from: 3005099803-2018-61999 to: 3005099803-2018-60907.

Event description:
It was reported to boston scientific corporation on september 24, 2018 that a flexiva 200 laser fiber was used during a ureteroscopy, laser lithotripsy and stent placement procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis versapulse 520 console. According to the complainant, during the procedure, it was noted that the laser fiber broke when it was pulled out from the protective coil. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy, laser lithotripsy and stent placement procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis versapulse 520 console. According to the complainant, during the procedure, it was noted that the laser fiber broke when it was pulled out from the protective coil. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications reported.